Event description:
The doctor reported that the patient presented with high impedance and low output current. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.